Event description:
The customer reported that the images produced were black. There was no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable and the fuse were replaced during the service call. The system was tested and found to be working as intended and put back into service.